Manufacturer narrative:
The device was received for analysis. Exact explant date is currently unknown. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The overall current consumption of the module was directly measured and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In conclusion, the therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Analysis revealed an increased internal self-depletion within the battery that led to the clinical observation.

Event description:
It was reported that this device is in eos status approx. 37 months after the implantation. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.